Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir had an error during patient use. The nurse noted that the new protection system ensures that the tube on the cassette can be incorrectly positioned. This prevents the pump from detecting the cassette or from delivering the medication. This could give a different alarm on the pump. It was reported that a patient has recently been hospitalized due to this issue.

Manufacturer narrative:
Other text: device evaluation- one used cassette was returned for evaluation. The device was given functional testing; no alarms occurred during this testing. The reported issue was not confirmed during testing.

Manufacturer narrative:
Corrected data: h2: see b1, b5 and h1.

Event description:
There was no reported adverse event. The serious injury information was included in another report (3012307300-2020-12763).